Manufacturer narrative:
Initial reporter address: receiving 6975 creditview road unit 3. The lot was manufactured from september 4-6, 2018. One actual sample was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. Microscopic inspection was performed to identify signs of abnormality; no signs of abnormality were found on the ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the bladder of a small volume intermate ruptured vertically while filling. The device was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.